Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the image located in pc attachment ¿githens 5-5-21 driving cap complaint.jpg". Upon inspecting the image provided, the breakage of the distal end of the driving cap can be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history review: device history review could not be performed as the lot number for the device is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, patient underwent a tibial nailing. The resident struck the driving cap while inserting the nail with a mallet and the driving cap was broken off inside the insertion handle. It was unknown if the surgery completed successfully. There was a 5- minutes surgical delay and no patient consequences. Concomitant device reported: unk - impaction instruments: hammer/mallet: trauma (part#: unknown, lot#: unknown, quantity: 1). Insertion handle for suprapatellar (part#: 03.010.440, lot#: unknown, quantity: 1). 9 ti cann tibial nail-ex prox bend 315-s (part#: 04.034.343s, lot#: unknown, quantity: 1). This complaint involves one (1) device. This report is for (1) driving cap. This report is 1 of 1 for (B)(4).